Manufacturer narrative:
This iabp was upgraded from a cs100 to a cs300. The production device history record (DHR) for this iabp was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information on this complaint event has been requested from the customer, and if same is made available to us, we will report accordingly.

Event description:
Customer reported that while preparing to transport patient from ccl to the unit, the intra aortic balloon pump (iabp) failed to hold a battery charge. Two further consoles were used with same issue, resulting in back up power source used to transport patient with help of bio-med. There was no patient injury/harm and no adverse event was reported.